Event description:
The customer reported that the pca set was leaking at connection to primary set during surgery. A new pca set was setup and there was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer report of a leak was not confirmed. Visual inspection of the set noted no holes or tears on the tubing. The sets were also inspected for cracks, crazing or breaks on the components. There were no other anomalies noted. Functional and pressure testing was performed and there were no leaks from the tubing of the set or the luers. The root cause was not identified.